Event description:
Three perclose prostyle suture did not deploy to create hemostasis (same lot# 1081141) no injury to patient. Sheath size to close: 7 fr. Laterality: (right) common femoral vein. Ultrasound used for access. Unk hx (history) of pvd (peripheral vascular disease) or previous access @ target site. Unk previous closure device @ site. Unk calcium present at/near closure site. Unk prior arteriotomies or prior closures @ access site. Anticoag medication: heparin. Hemostasis achieved via figure of 8 suturing.